Event description:
A representative of gensia spoke with an expert anesthesia advisor for this previously reported case. The expert advisor was representing the attending anesthesiologist who was also the initial reporter. The expert advisor stated that he found no evidence that an obese pt is at increased risk for reguritation, and that the pt died from complications associated with a perforated ulcer, not from aspiration pneumonia. Assuming this information is accurate, it is unlikely that the lma caused or contributed to the pt's death. This report contains information from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR,distributor,device,or reporting party caused or contributed to the reportable event.